Event description:
It was reported via international mallinchrodt facility that inflation could not be mainatined on one (1), size 6 lpc, low pressure cuffed tracheostomy tube. This was detected during an inflation test, prior to usage. There was no reported pt compromise or direct pt involvement. The 6 lpc device was returned to the MFR for analysis and investigation on 9/29/97.